Manufacturer narrative:
(B)(4). Insulin pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Pump was received with a critical pump error or open book image alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error or open book image alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
Customer reported via phone call that the insulin pump had damage. Customer stated the ring on top of the reservoir compartment came off. It was reported that the reservoir was able to lock in place when inserted into the pump. The device could have fallen out of their pocket. The customer blood glucose level at the time of incident was not provided. The customer was advised to discontinue use of insulin pump and revert to back up plan. The insulin pump was returned for analysis.